Event description:
It was reported to tyco healthcare/kendall in 2004 that a customer had a problem with scd sleeve. The customer reports "a pt with moderate edema received stage 2 pressure sore by proximal (knee) edge of sleeve. Stage 2 pressure sore//dark purple mark that blistered around the leg//wound was 14cm x .8cm around the back of calf. The wound is resolving."